Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The event reported was discovered via social media. No further information is available. There are two medical device reports associated with this event. This report is for the right eye. (B)(4).

Event description:
A consumer reported via social media that following bilateral intraocular lens implant procedures, she has an optic nerve hemorrhage and a vitreous detachment. Her surgeon informed her this has nothing to do with the lenses or surgery. She also reported glistenings and that she works in front of a computer 8 hours a day. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).